Manufacturer narrative:
Device analysis conclusion: the oad and engaged guidewire were returned to csi. Visual examination confirmed the reported driveshaft fracture at the proximal edge of the crown. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of this reported complaint remains undetermined. It should be noted that the diamondback 360 coronary orbital atherectomy system instructions for use manual warns, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." When tested the oad functioned as intended. (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A viperwire guidewire was used to direct-wire the right coronary artery (rca). Glideassist was used to advance the diamondback coronary orbital atherectomy device (oad) distal to the mid rca lesion for distal-to-proximal treatment. One low-speed treatment was performed distal-to-proximal, and one treatment was performed proximal-to-distal. During the third treatment, the driveshaft of the oad fractured. A snare was used to aid in removal of the fragment. A dissection unrelated to oa was observed and was treated with stent placement. The vessel was severely tortuous with 90% stenosis and heavy calcification. The vessel diameter was 3.5mm.